Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged left force sensing resistor. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and found the device in good physical conditions. During functional testing, the left force sensing resistor was found to be damaged. The cause of the reported issue could not be determined. To correct the condition, the left force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.